Event description:
This rv lead was implanted on (B)(6) 2009 and remains implanted at this time. A call was placed to technical services on 08/22/2018 stating that this lead was exhibiting jumpy rv pace impedance seen since (B)(6) 2018 until recently with 2034 ohms. The following physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).